Event description:
Customer received discrepant ise results for 26 pt samples. A doctor questioned the results, customer reran the pts and noticed different results. Customer believes one pt was treated but does not know which pt. Customer does not know pt diagnosis or status of the pt's condition. Customer states she could not find which pts were treated after an extensive search and she refused to pursue the investigation any further. No adverse events were reported. The following 26 pt results were provided by the customer, all results in mmol per l. Pt 1, initial sodium result 129, repeat 147; initial potassium 5.13, repeat 5.78. Pt 2, initial sodium 133, repeat 142. Pt 3, initial sodium 131, repeat 140. Pt 4, initial sodium 130, repeat 138. Pt 5, initial sodium 123, repeat 131. Pt 6, initial sodium 128, repeat 136. Pt 7, initial sodium 127, repeat 136, pt 8, initial sodium 128, repeat 138. Pt 9, initial sodium 125, repeat 134. Pt 10, initial sodium 131, repeat 139. Pt 11, initial sodium 118, repeat 128. Pt 12, initial sodium 129, repeat 138. Pt 13, initial sodium 134, repeat 143. Pt 14, initial sodium 123, repeat 131. Pt 15, initial sodium 130, repeat 139. Pt 16, initial sodium 126, repeat 134. Pt 17, initial sodium 132, repeat 141. Pt 18, initial sodium 130, repeat 140. Pt 19, initial sodium 127, repeat 137. Pt 20, initial sodium 127, repeat 136. Pt 21, initial sodium 129, repeat 138. Pt 22, initial sodium 129, repeat 138. Pt 23, initial sodium 131, repeat 140. Pt 24, initial sodium 132, repeat 141. Pt 25, initial sodium 128, repeat 142, pt 26, initial sodium 113, repeat 120.

Manufacturer narrative:
The field service representative was unable to determine the cause of the discrepancies. He replaced the sipper nozzle, sipper tubing and pinch valve tubing. He checked tension spring on the ise housing and performed ise checks, ran calibration and controls. He also performed precision and comparison studies. All checks were as expected.